Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. It is not known when the balloon was inflated. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied but due to the presence of solidified media within the inflation lumen the balloon could not be inflated. A microscopic examination identified a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17sep2020. It was reported that device could not cross lesion. The 90% stenosed, 10mmx2.5mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed a balloon pinhole.